Event description:
Per complaint (B)(4), the implant did not have primary stability. Patient did not experience any injury.

Manufacturer narrative:
The item was re-evaluated as non-reportable because it was not within warranty and it was spinner.

Event description:
Per complaint (B)(4), implant did not have primary stability. There was no patient impact.